Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Unit does not have an alarm.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, not able to duplicate issue. No alarm not able to duplicate, capacitor leaking complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, not able to duplicate issue. No alarm not able to duplicate, capacitor leaking. Unit does not have an alarm.